Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that the touchscreen was intermittently freezing on the vela ventilator. The customer reported patient involvement but no allegation of patient injury/harm.